Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-93 (write data and read data of m5m5165 do not agree) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-93 alarm was not identified during functional testing or review of the alarm log. However, f-92 alarm was identified during functional testing. The cause of the condition was determined to be loss of configuration of the date and time. To correct the condition, the device was reconfigured (date and time). The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.